Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during treatment with iodosorb, the patient experienced seizures and fever during the night. Treatment was stopped, and resumed with a competitors back-up device. Current health status of the patient is unknown.

Manufacturer narrative:
The device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. Medical review concluded, the information provided is insufficient to determine whether the patient¿s symptoms (fever and seizures) are due to a pre-existing or concurrent medical condition, or to an adverse reaction to the device or its intended therapeutic action. However, it is noted in an e-mail correspondence that the nurse and sales representative both believe that ¿applying too much product to the wound caused symptoms.¿ it was further communicated that the product was withdrawn and the patient's symptoms subsided. Therefore, no further medical assessment is warranted at this time. A documentation review has been conducted, confirming no previous complaints of this nature. No historical escalations and that no manufacturing problems were observed. The associated risk files mitigate the reported even and is further delineated within the instruction for use, which highlights ¿systemic toxicity ¿as a potential harm, not to exceed the maximum recommended dose. The probable root cause includes that the maximum dose may have been exceeded. This investigation is now complete, with no manufacturing problems observed, no corrective actions are deemed necessary. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range.

Event description:
It was reported that, during treatment with iodosorb, the patient experienced seizures and fever during the night. Treatment was stopped and resumed with a competitor's back-up device. Patient symptoms subsided once the product was withdrawn. No further complications reported.